Event description:
It was reported that the 1/4" chuck w/key disassembled during a procedure. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device has been received and the quality investigation has been completed.

Event description:
It was reported that the 1/4" chuck w/key disassembled during a procedure. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
It was confirmed by the service technician through functional evaluation the device was able to separate into two pieces when the technician pulled on the components. During the device inspection, the technician found the press fit between the chuck assembly and driveshaft had failed. A taper lock failure in the chuck assembly may cause the press fit to fail. Impact or excessive torque placed on the device may cause or contribute to a separation of the taper lock. The device was scrapped at the manufacturer.